Manufacturer narrative:
The insulin pump was received with its operating currents within specification. The unit passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test,prime/compromised force sensor system test, excessive no delivery test and displacement test. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 for diabetic ketoacidosis. The patient's blood glucose was in the 300 mg/dl range. She also reported a blood glucose of 459 mg/dl, which she treated via manual insulin injections. The patient was treated and her blood glucose stabilized; she was then sent home. During troubleshooting the insulin pump failed the high pressure test twice. The insulin pump was returned for analysis.